Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing. This rv lead was then found out to be dislodged which was confirmed through fluoroscopy. Hence, this rv lead was repositioned. No additional adverse patient effects were reported.